Event description:
The complainant is the spouse of a glucometer elite xl user. Spouse indicates that the pt's meter is "dead" when putting the reagent strip in the meter. While on the phone the operation and maintenance of the system was reviewed. The customer stated that they did replace the batteries but the problem still persisted when they insert the reagent strip. Electronic checks of the meter using the check paddle were satisfactory. It was learned that the customer was using excel off brand reagent in the system. It was off brand reagent that routinely would not allow a blood sugar test to be performed. Since the excel off brand reagent strip is not provided by bayer the customer was instructed to contact the MFR of the product for further investigation. The customer was supplied the authorized reagent for the elite system and satisfactory results were obtained. The complaint is considered closed for purposes of MDR.